Event description:
It was reported during a laparoscopic appendectomy the surgeon attempted to fire over tissue and reported difficulty. It seemed to not fire. The surgeon opened another atw35 and fired it successfully twice to complete the procedure. It was mentioned by or staff dr, may not have secured closing lever before firing the black lever. There was no consequence to the pt.